Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, the patient¿s cgm was reading 67 mg/dl. No bg meter comparison value was tested, as the patient did not have a bg meter. The patient self-treated with orange juice. At an unspecified time after treatment, the patient¿s vision was blurry and she ¿didn¿t feel right¿. The patient called 911. Emergency medical services arrived and transported the patient to the emergency room. At the emergency room, the patient¿s cgm was reading 67 mg/dl, and the bg meter was reading 489 mg/dl. The patient was treated with an IV insulin drip. She was discharged home approximately 12 hours later. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.